Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, device and patient information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: stent stretched, time of malfunction: during procedure, symptoms/ae: none. It was reported that during a superficial femoral artery stenting procedure, the stent delivery system was at the target lesion and the physician attempted to deploy the absolute. The distal and proximal ends of the stent deployed normally but the center 2/3 portion stretched and elongated. An xceed stent was deployed inside the center of the absolute stent with good results. There was no adverse patient sequela. Though requested no add'l info was provided.